Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A revision surgery was performed, during which it was noted that there was a total loss of fluid, presence of air in the cylinders, and the pump tubing walls were weakened. The fluid loss was believed to be due to a leak in the pump tubing; therefore, the pump was removed and replaced. There were no patient complications reported.